Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) was exhibiting oversensing on the right ventricular (rv) lead. The noise can be reproduced by moving the patient's left arm over their head. Technical services (ts) was requested to review the stored electrograms (egms). Ts advised there is intermittent oversensing of a signal that is regular in appearance. The noise is not fast enough to be myopotentials or electromagnetic interference (emi). Ts provided troubleshooting and requested further in-clinic review with consideration of a chest x-ray for possible lead on lead noise. At this time, the device and the non-boston scientific rv lead remain in service. No adverse patient effects were reported.